Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient is paraplegic and in a wheelchair. It is unsure as to if the flat reservoir could have folded on itself or if the device lost fluid. Physician reset the pump and suspected there is fluid loss. All components were explanted and replaced. No patient complications related to device.